Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "does not infuse at all at low rates" was not reproduced. Evaluation sent the device for flow rate accuracy test at a rate of 40 (ml/hr), results are as followed: delivery rate of 40 (ml/hr) with a volume to be infused of 40 (ml) with a delivery result of 40.318 (ml) with error % of 0.795 which is within specification. The event history log was reviewed for the reported event date. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump does not infuse at all at low rates with the drug levophed during delivery in the intensive care unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1314492-2025-02336. All information can be found under manufacturer report number 1314492-2025-02336. Should additional relevant information become available, a supplemental report will be submitted.